Manufacturer narrative:
The device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an initial implant procedure, the implantable cardioverter defibrillator (ICD) was connected to the leads and placed into the pocket for device testing. During the testing, the left ventricular (lv) lead exhibited high impedance. The device was removed and the lv lead was removed from the port. When trying to place the lv lead back into the port, the wrench would not engage into the lv set screw. Another wrench was used to try to engage the set screw, but that was also unsuccessful. It was determined that while attempting to engage the set screw, the sealing grommet was damaged. The ICD was not used and another ICD was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.